Manufacturer narrative:
Date of event: the exact date is unknown; however, it was reported that the event occurred in (B)(6) 2020. The complainant was unable to report the device suspected lot number; therefore, the manufacture date and expiration date are unknown. Imdrf patient code e0306 captures the reportable event of sepsis. Imdrf patient code e0505 captures the reportable event of hematoma. Imdrf patient code e0506 captures the reportable event of hemorrhage/blood loss/bleeding. Imdrf patient code e1310 captures the reportable event of urinary tract infection. Imdrf impact code f2302 captures the reportable event of blood transfusion. Imdrf impact code f2303 captures the reportable event of medication required. Imdrf impact code f19 captures the reportable event of surgical intervention.

Event description:
Note: this report pertains to one of four devices used in the same patient and procedure. It was reported to boston scientific corporation that an imager ii, nephromax balloon, percutaneous access needle and 8/10 dilator sheath set were used during a percutaneous nephrolithotomy procedure performed in (B)(6) 2020. The patient experienced hemorrhage, sepsis and infected perinephric hematoma, requiring transfusion, antibiotics, interventional radiology (ir) percutaneous drain placement and interventional radiology (ir) percutaneous nephrostomy tube.